Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site due to the location of the device. As such, the patient will undergo surgical intervention at a future date to address the issue.

Event description:
Additional information received indicates the patient's ipg was explanted. Date of explant is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.